Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received low battery alarm after which insulin pump was turned off. Customer inserted new energizer battery but the insulin pump still did not turn on. Customer tried inserting new batteries couple of times but it did not solve the issue. Customer stated the battery cap was intact. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.